Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an alarm 22. Tandem technical support educated the customer that, that happens when the wake button is continuously being pressed. Reportedly, the wake button became stuck making it so the customer could not interact with the pump. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Reportedly, the customer did not address high bg. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.